Event description:
It was reported that "one of the brakes didn't work properly".

Manufacturer narrative:
It was reported that "one of the brakes didn't work properly". The right wheel lock is bent and cannot get it to disengage. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.